Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign objects in the air/water cylinder and the jet tube. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was 04/16/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material in the air/water cylinder and auxiliary water channel could not be identified, although it was possibly simethicone since simethicone was used at the facility. It was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. There was deformation at the material residue point in the air/water cylinder, but no other physical damage was confirmed. There was no physical damage in the auxiliary water channel where the foreign material remained. The foreign material in the scope was confirmed; however, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.